Event description:
Additional information received from the device investigation confirmed that mhlas abutment screw will need to file separate from the bellatek abutment (tsvldat4). The abutment would not have loosened without the abutment screw as the screw attach the abutment in place. See h10 for details.

Manufacturer narrative:
Additional information received from the device investigation confirmed that mhlas abutment screw will need to file separate from the bellatek abutment (tsvldat4). Upon reassessment of the reported event, it was determined that this loosening event was filed under the incorrect device (tsvldat4) and therefore, incorrect manufacturing site, MFR number (0001038806-2020-01697) on 30 oct 2020. As a result, the event has been reassessed and is being filed under the correct MFR number (0002023141 - 2021 - 00344). As a result, no further medwatch reports will be submitted for tsvldat4. Please refer to MFR# 0002023141 - 2021 - 00344 for follow up submissions and investigation results.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. Additional PMA/510(k) number: k143505.

Event description:
It was reported that a bellatek abutment (tsvldat4) and crown came loose continually in the patient's mouth. Attempted abutment placement into a different implant and there was no friction fit engaging. No injury to the patient noted. Patient will return for a new prosthesis. Tooth #19.